Event description:
It was reported that pump screen showed moisture under screen, which made viewing information increasingly difficult over time, although customer could still interact with and read screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use injections as backup insulin therapy, and technical support arranged replacement pump shipment.